Event description:
It was reported that the device illuminated the service indicator and logged event codes in the memory. Several months after the initial report, the device was returned and evaluated at physio-control. The device evaluation found that it showed the "call service" message and was unable to deliver defibrillation therapy. There was no report of patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause for the malfunction to be failure of an ic chip, designator u16. The customer purchased a replacement defibrillator. The failed device was scrapped at physio-control's facility.